Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported loose/intermittent connection was unable to be confirmed during return analysis. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the device being connected was compromised thus resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the copilot bleed back control valve bbcv was attempted to be connected to a catheter to be used in a procedure; however, the bbcv could not be connected after multiple attempts to a catheter. Therefore, the bbcv was not able to be used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another bbcv was used to complete the procedure. No additional information was provided.